Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. Only the delivery device was returned back, loading device was not returned. The blue slide lock was disengaged and the plunger was fully depressed on the delivery device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was deployed properly as it was in an unfolded/unwrapped position. The tension spring assembly with the seal was removed from the device and inspected. The seal showed no signs of cracks or delamination. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure "failure to load" was not confirmed. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.